Event description:
It was reported that the patient's communicator recorded a red call doctor (rcd) icon alert, which indicates a potential change in the patient's implanted device that was not transmitted due to a connection issue. Technical services reviewed the case and suggested to upgrade the cell adapter to a 4g one. Subsequently, the patient received a 4g cell adapter, forced the call and the rcd icon was turned off. The patient went to the clinic after this to get interrogation on his implantable cardioverter defibrillator (ICD} system. Further information was received indicating that the alert was related to high pacing impedance out-of-range, most likely related to the spring contact issue as irregular spikes can be seen in the pacing impedance trend, and because the patient has a non-boston scientific right ventricular (rv) lead. Attempts to obtain additional information were unsuccessful. This rv lead remains in service and no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).